Event description:
The facility returned the device for service. During service testing, the baxter technician reported failure code 570 was found in the event history. The hospital representative stated they have no record of any patient injury or medical intervention with this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23, 2007. Evaluation summary:evaluation was performed by the baxter repair technician and the reported failure code 570 was confirmed. The failure was determined to be due to depleted main batteries. The main batteries were replaced. The pump was tested for proper operation and the pump was found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.